Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. H6: investigation findings 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon dimensional testing of the returned sample. One 6fr angio-seal vip was received for product evaluation. The carrier tube assembly was returned with the bypass tube near the manufacturing slit. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was bent in a curved shape. The bypass tube was present on the carrier tube near the manufacturing slit, it was dislodged and not detached. The deployment sleeve of the device was found to be in the forward lock position. The anchor was examined under the microscope and it had a milky white appearance as can be seen in the attached pictures. No other visual anomalies were noted. Functional testing was not possible as the collagen has already expanded. The bypass tube was separated from the carrier tube and subjected to dimensional testing. The inner diameter of the bypass tube at the distal end was measured and found to be 0.091" and which was within the specification of 0.091" +0.002/-0. All measurements were within the specifications of manufacturing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the reported event was caused during opening the polyfoil pouch or during handling. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the physician received the angio-seal device from the second physician who removed the device from the pouch, the bypass tube was already detached from the carrier tube tip and the anchor was exposed from the device a little. The device was unable to be fixed, though the physician attempted to fix it. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. No blood loss. The was no health damage to the patient. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.